Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with a bicuspid native valve with a large annulus of 94.8 mm, a flared, large left ventricular outflow tract, and a gradient of 50 mmhg, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 28 mm non-medtronic balloon. Following the bav, valve deployment was attempted twice; however, was too deep and was recaptured into the delivery catheter system (dcs) with each attempt. Upon the third deployment attempt, the valve depth was 2 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc), and the valve was fully deployed. Following the deployment, the valve dislodged towards the ventricle to a depth of 12 mm on the ncc and 15 mm on the lcc. Moderate paravalvular leak (pvl) and moderate central regurgitation were observed, and the valve was under-expanded. Subsequently, a post-implant bav was performed using a 28 mm non-medtronic balloon; however, the valve moved even deeper to a depth of 15 mm on the ncc and 20 mm on the lcc with the skirt of the valve below the patient's annulus, and the pvl worsened. A snare was used to grab the paddle of the valve while a second valve was loaded into the dcs, inspected, and inserted over a non-medtronic guidewire. The valve was successfully implanted and the patient's diastolic pressure improved; however, the pvl remained mild-moderate via fluoroscopy. A 3-hour procedural delay was reported, and the patient remained stable throughout the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Product ID {l-evolutfx-34}; product lot number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID evfxplus-34 (j266911); product type: 0195-heart valves; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.